Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with a device that was far field r-wave oversensing. The patient did not receive therapy due to the oversensing. The oversensing was noted on a stored egm. The atrial lead was sensing the intrinsic r-wave at the same time as the ventricular event occurred. The device was reprogrammed and the oversensed events were eliminated.